Event description:
It was reported that after being positioned in the septum multiple times, the helix of the attempted right ventricular (rv) lead would no longer extend. The lead was removed and the physician again attempted to extend the helix on the sterile field. The helix popped out suddenly after several rotations. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification for the number of turns to extend and retract. The analyst commented that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.